Event description:
The customer reported that immediately after the ablation started, the pump system stopped. The cable was changed, but the same issue occurred again. The customer confirmed a fuse was blown. They replaced the fuse with similar sort of fuse but it did not correct the problem. The case was suspended without any harm to the patient.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received, or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.